Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d, implanted: (B)(6) 2015; 5076-45 lead, implanted: (B)(6) 2015; 6935m55 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device and leads were removed due to vegetative growth on the two right ventricular (rv) leads. The device and leads will be replaced in the future. No further patient complications have been reported as a result of this event.